Manufacturer narrative:
C2/d10: concomitant product UDI for balloon is (B)(4), UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Urethral atrophy is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A surgical procedure was performed during which the physician found the incontinence was associated with urethral atrophy. The physician explanted and replaced the device, and the cuff component was downsized and good coaptation was observed. There were no further patient complications reported.